Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was getting sensor failed error on his receiver and mentioned that paramedics came to his house. Paramedics came because his nephew called 911 when he fell on the floor. He felt like his blood sugar was low and experienced light headedness. When paramedics arrived, his bg was 46 mg/dl and his dexcom is showing sensor failed. He was not admitted to the hospital as he refused to go with the paramedics and be admitted. He drank some lemonade and was stable when paramedics left. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.